Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unresponsive button. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the buttons responded intermitted. Customer stated that the self test and displacement test was pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.